Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of essure device, coil partially extruded from tube') and device expulsion ('migration / migration of essure into endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test" and device ineffective "device ineffective". The patient's medical history included biopsy, pap smear (2009), major depression, chest pain, chills, fever, vaginal bleeding and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ bleeding") and abdominal pain lower ("cramping") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with surgery (essure removed, oophorectomy (bilateral) and essure removed, oophorectomy (bilateral), partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, tooth disorder, vaginal haemorrhage and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, fallopian tube perforation, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for removal date (B)(6) 2018 (as per pif). And (B)(6) 2018 (as per mr) discrepancy in date(s) of insertion: (B)(6) 2014. (B)(6) 2017: md progress note: "s/p bilateral essure, coils noted completely (appears complete) extruded from tube and other coil partially extruded." As per pif: client became pregnant after essure placement and required tubal ligation. 16 coils were noted on the right quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2021: medical record received : reporter information, medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of essure device, coil partially extruded from tube') and device expulsion ('migration / migration of essure into endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ bleeding") and abdominal pain lower ("cramping") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with surgery (essure removed, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, menorrhagia, tooth disorder, vaginal haemorrhage and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for removal date (B)(6) 2018 (as per pif). Discrepancy in date(s) of insertion: (B)(6) 2014. (B)(6) 2017: md progress note: "s/p bilateral essure, coils noted completely (appears complete) extruded from tube and other coil partially extruded." As per pif: client became pregnant after essure placement and required tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of essure device, coil partially extruded from tube') and device expulsion ('migration / migration of essure into endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ bleeding") and abdominal pain lower ("cramping") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with surgery (essure removed, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, menorrhagia, tooth disorder, vaginal haemorrhage and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for removal date (B)(6) 2018 (as per pif). Discrepancy in date(s) of insertion: (B)(6) 2014. (B)(6) 2017: md progress note: "s/p bilateral essure, coils noted completely (appears complete) extruded from tube and other coil partially extruded." As per pif: client became pregnant after essure placement and required tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: event coding updated from device dislocation to device expulsion. New events added: cramping, fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of menorrhagia ("menorrhagia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, tooth disorder, vaginal haemorrhage and the last episode of menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Events- abnormal bleeding (vaginal) and menorrhagia were added. Reporters added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and tooth disorder ("dental problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, menorrhagia and tooth disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event of injury was updated to migration. New events added pregnancy: birth no complication, pelvic/ abdominal, back,menorrhagia (heavy menstrual bleeding), dental problems, device ineffective, plaintiff did not undergone essure confirmation test. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.